Manufacturer narrative:
Evaluation of the returned product found that there was a driver tip broken off in the set screw. (This occurred during the removal surgery when it broke trying to loosen the set screw.) The set screw was unscrewed by hand - there was no evidence of binding between the screw and the housing. There was also no evidence of cross threading or deformation. All of the parts of the returned device were found to be in spec.

Event description:
The surgeon put a stableloc external fixator on a comminuted distal radius fracture on (B)(6) 2016. On (B)(6) 2016, the patient was seen for removal. The surgeon could not loosen the set screw to remove it; a driver tip was broken off in the screw head. The patient was brought to the surgery center for removal the next day and was placed under anesthesia. The surgeon used pliers to loosen the screw and remove the product.